Event description:
A patient with end stage renal disease (ESRD) on continuous cyclic peritoneal dialysis "[CC(PD)]" utilizing a Liberty Select Cycler and Liberty Cycler Set for renal replacement therapy (RRT) reported being hospitalized due to an infection of the peritoneal cavity. An email response from the patient¿s PD registered nurse (PDRN) revealed the patient presented to the emergency room (ER) on (b)(6) 2026 with complaints of abdominal pain, chills, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (WBC = 1998 u/L, Polymorphs = 76%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (IP) Cefazolin 2000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for Staphylococcus epidermidis, and the patient¿s antibiotic was continued. The patient continued to undergo CCPD therapy while hospitalized without any known issues and was discharged home on (b)(6) 2026. The PDRN reported the patient is recovering, and attributed causality to an unspecified touch contamination event. Following discharge, the patient resumed utilizing the same Liberty Select Cycler without any reported issues. Per the PDRN, the serious adverse events were unrelated to any Fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical Review: A temporal relationship exists between CCPD therapy utilizing a Liberty Cycler Set and the serious adverse event of peritonitis, characterized by chills, abdominal pain, and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The PDRN attributed causality to an unspecified touch contamination event. ESRD patients undergoing PD therapy (manual or cycler based) are at high risk for infections of the peritoneum. Staphylococcus epidermidis is found in the mucus membranes, axillae, and on the skin of humans, and transmission of the bacteria to the peritoneum frequently occurs during a touch contamination event. Per the PDRN, the serious adverse events were unrelated to any Fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s Liberty Cycler Set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a Fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a Fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by the devices¿ continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.